Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03899. It was reported, the pt is no longer receiving stimulation. Troubleshooting attempts were made to no avail. Additionally, lead diagnostics, x-rays and system interrogation identified no anomalies. Follow-up identified surgical intervention will be taken at a later date to address the issue.